Manufacturer narrative:
Product analysis: the device was returned for analysis. Analysis of the returned device found that the device was kinked in multiple places. The stent was positioned on the balloon between the marker bands as per position specification and there was no stent deformation evident. No deformation was evident to the distal tip. The inner lumen could not be verified with a mandrel most likely due to hardened blood/deformation in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a lesion. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that even after pre-dilation, it was not possible to proceed with the resolute integrity stent. After multiple attempts to cross the lesion damage was observed in the metal mesh, preventing its progression. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.